Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. The fse replaced the precision rotor/shaft and the stator seal, he then completed a high sensitivity system check. The fse stated that the erroneous high access accu tni+3 results were caused by a malfunctioning precision rotor. Replacing the precision rotor resolved the customer's issue.

Event description:
The customer noted non-reproducible troponin I (access accutni+3) results for two (2) patients on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). Results generated on this instrument were outside of the normal reference range of the assay. The customer repeated the same samples on a different instrument, the laboratory's alternate access 2 immunoassay system (serial number unknown) and obtained results within the normal reference range of the assay. The initial elevated access accutni+3 results were reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Customer reported quality control (qc) results were within specification before the event. Customer reported generating out of specification qc results for access accutni+3, ferritin (access ferritin) and thyroid stimulating hormone (access hypersensitive htsh) after the event. After the event the customer reported a failing system check. The customer repeated the system check and it passed. The samples were collected in lithium heparin plasma tubes and were centrifuged at 4,000 rpm (revolutions per minute) for five (5) minutes. Customer reported no visible issues with the integrity of the sample.)